Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the cause of the patient unable to connect to ins was determined. Patient had 3 communicators in her possession. The patient was not using the correct communicator (the one attached to her smart programmer) and therefore, was not able to connect to their ins. When we found the correct communicator, which was paired to their device, we were able to immediately able to connect their programmer to their ins without issue. The rep removed the two remaining communicators from her possession so this would not happen again in the future. The most likely cause was user error. The issue was resolved. There was no error code when connecting to their device so issues has been resolved.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Note that the h.6. Codes have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that they had been trying to connect to the implant since yesterday and have not been able to. They said they received a replacement communicator in early october. Reviewed how to pair the handset and communicator. They were getting device not responding. They repositioned the communicator and got a system error code 0x610c7aac. They restarted the handset. They confirmed they could feel the implant in the center of their buttock. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. They also mentioned they had the device turned off for an MRI a while ago and have been living without the device since then. On (B)(6) 2024 additional information was received. The manufacturing representative (rep) was talking with the patient and they were trying to see if further guidance could be provided for connecting to ins. The caller noted the communicator and handset were paired. The patient had he communicator on the ins but was not able to connect to ins. The patient said it just eventually displayed a message indicating that they should position communicator over ins. The patient stated they had not see eos, low battery message and the rep noted the patient ran low settings and the ins was not likely at eos. The patient and the rep will meet on friday (B)(6) 2024, if possible, to check ins with the clinician app, pull logs/reports etc.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.